Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Additionally, half of the touch screen display was black and unreadable. Customer¿s blood glucose was 106 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.